Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the expired medications on a few stations' activities were not being updated. A technical support specialist contacted the customer information technology (it) support, who confirmed that their antivirus had blocked bomgar as expected. After they white listed bomgar, the tss was able to remotely access the server. Upon review, the tss found that several services had stopped, which caused patient data to be delayed by 1,538 minutes and prevented reports from being generated. The services were restarted, and the issue was resolved. The customer confirmed that the system was functioning properly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, the refill activities were not being updated. The customer reported that the pick and delivery report had not been updating since earlier in the day. They performed multiple medication refills and removed expired medications on several stations, but none of these activities were reflected in the system. The customer also checked the server and confirmed that no updates were occurring. Additionally, a prompt appeared requesting that medications be refilled, despite those refills already being completed. However, there were no delays or adverse events or injuries reported based on this event.